Manufacturer narrative:
The reagent lot number was 71340400 with an expiration date of 31-apr-2024. The field service engineer found an issue with the measuring cell. He replaced the measuring cell, performed an initial blank cell calibration which passed, and performed an assay performance check which passed. The customer ran successful calibration, qc, and estradiol sample dilution which ran with normal with good results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable estradiol g3 elecsys results for eight patient samples from the cobas e411 rack analyzer. Two examples were provided. Sample 1 initial result was 3000 pg/ml with a data flag. The repeat result with a 1:10 dilution was 2100 pg/ml. The sample was sent to another laboratory using siemens attelica and the result was 3180 pg/ml. The customer performed a 1:5 dilution and the result was 2300 pg/ml. Sample 2 initial result was >3000 pg/ml with a data flag. The result with a 1:10 dilution was 2800 pg/l. The sample was sent to another laboratory using siemens attelica and the result was 4800 pg/ml. The results from the siemens attelica were believed correct. The questionable results were not reported outside of the laboratory.